Manufacturer narrative:
Addition information provided for device code: 1354, 1506 device code: 1354, 1506.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the customer inserted the needle into the arm and blood started pooling inside the needle holder not entering the tube. Material no: 368650; batch no: 9010749. The following information was provided by the initial reporter: the customer inserted needle into arm and blood started pooling inside the needle holder and not entering the tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9010749, medical device expiration date: 2021-12-31, device manufacture date: 2019-01-30. Medical device lot #: 8303617, medical device expiration date: 2021-10-31, device manufacture date: 2018-11-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the customer inserted the needle into the arm and blood started pooling inside the needle holder not entering the tube. Material no: 368650, batch no: 9010749. The following information was provided by the initial reporter: the customer inserted needle into arm and blood started pooling inside the needle holder and not entering the tube.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for breakage of the hub was observed. No leakage was observed from the photos. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for breakage of the hub was observed. No leakage was observed from the photos. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the customer inserted the needle into the arm and blood started pooling inside the needle holder not entering the tube. Material no: 368650. Batch no: 9010749. The following information was provided by the initial reporter: the customer inserted needle into arm and blood started pooling inside the needle holder and not entering the tube.